Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of death and myocardial infarction are listed in the instructions for use (IFU) for everolimus eluting coronary stent systems xience alpine as potential adverse events of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The xience proa is currently not commercially available in the us; however, it is similar to a device sold in the us.g3: report source: foreign

Event description:
Subsequent to the final report, additional information was provided: the patient presented to the hospital in grave condition where unsuccessful attempts to resuscitate were made by the emergency room doctor. The cause of death is unknown but suspected to be due to a myocardial infarction. This could not be confirmed, as no autopsy was performed. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of death is listed in the xience pro a everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2020, a 2.5 x 38 mm xience proa stent was implanted in the proximal circumflex artery. After the stenting procedure, the patient was discharged to home in stable condition. On (B)(6) 2020, the patient died at home. No autopsy was performed and cause of death is unknown. No additional information was provided.